Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 20 states, "persistent pain."

Event description:
It was reported that a clinical patient underwent an initial right partial knee arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2012 due to dislocation and pain. The poly bearing was removed and replaced. Operative report noted an mcl injury during the procedure.